Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced multiple inappropriate shocks by the cardiac resynchronization therapy defibrillator (crt-d) for possible atrial fibrillation (af) with rapid ventricular response. The device remains in use. It was also reported that the right atrial (ra) lead exhibited frequent/intermittent under sensing. The lead remains in use. No further patient complications have been reported as a result of this event.